Event description:
Customer reportedly received the following approximate results on the aviva system within 10 minutes: 230 mg/dl and 99 mg/dl, 300 mg/dl and 90 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.